Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" and "service required" codes were observed in the ventilator's downloaded error log. The device's bulk capacitor, sensor board, thermistor, internal battery, power management board and detachable battery cable were replaced to address the issues.